Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent patient effects appear to be due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties and subsequent patient effects were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states "during pci of right coronary graft, the graft was dilated with a 5mm balloon then stented through an 8f guide with a 7x18 herculink elite. The balloon ruptured at 14-15 atm. Upon withdrawing balloon, the distal 1/2 tore free and appeared to have become enmeshed in the distal stent struts. It was partially obstructing flow. Attempts to snare the balloon and the distal wire (to loop around the balloon fragment) were unsuccessful and lead to the platinum tip of the wire becoming enmeshed in the stent as well. Ultimately the prior stent, along with the tip of the wire fragment and the distal half of the balloon and were jailed behind the new stent." What was the original intended procedure?: "selective angioplasty of left coronary and right coronary grafts, pci of right coronary graft."